Event description:
It was reported that while moving the video cart out of the room the wheels in the middle of the caster broke and the cart became unstable.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Probable root causes for the reported failure this could have been caused by: too much equipment and/or damage during shipment. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that while moving the video cart out of the room the wheels in the middle of the caster broke and the cart became unstable.